Event description:
I had a double mastectomy in (B)(6) 2006 and also had reconstruction surgery with textured silicone implants. I discovered a large lump under my armpit in (B)(6) of this year. I discovered that my left implant ruptured and the silicone travelled into many lymph nodes. The same surgeons I had perform my original surgery back in 2006 also performed the removal of the implants and several lymph nodes. According to my plastic surgeon dr. (B)(6), she reported to my husband that the left breast was full of very suspicious fluid and she highly suspected lymphoma. My pathology report came back clear but the fluid was not sent in along with the implant and lymph nodes. After a week from recovery I was able to lift my left am and I felt the exact lump that I originally found. My general surgeon, (B)(6) argued with me saying she removed everything and I was only feeling scar tissue. I insisted to have an ultrasound and it was confirmed that there was still silicone left. I had another surgeon appointment at (B)(6) dr. (B)(6) who told me it was fine to leave the silicone in because it is located in an area that may cause more damage to try to remove. I was not at peace with this and asked to see another surgeon. Dr. (B)(6) also made me feel bad for insisting on more follow up because according to dr (B)(6), I had all the symptoms of anaplastic large cell lymphoma (alcl) but since they refused to remove anymore lymph nodes laden with silicone I was not confident I was out of the woods. Dr. (B)(6) reluctantly ordered a pet scan which showed that I have some uptakes in several lymph nodes but for some reason this team of doctors are in my opinion down playing the seriousness of my case. I am very concerned with my history that I may have alcl and since they were original doctors I feel that they won¿t allow me to get the care I need without going out of my (B)(6) plan.